Event description:
Reporter indicated that the patient "experienced bradycardia during the intraoperative systems diagnostics testing in her implant surgery." The patient went home from surgery with the device off and the patient's neurologist plants to initiate stimulation under the monitoring of a cardiologist.

Manufacturer narrative:
Vns therapy system labeling lists heart rate and rhythm changes as a potential adverse event possibly associated with surgery or stimulation. Vns therapy labeling states that the safety of this therapy have not been systematically established for patients experiencing bradycardia or asystole during vns therapy system implantation. Additionally, the labeling states that the lead electrodes must not be placed on either the superior or the inferior cervical cardiac branches. Electrodes should be placed below where the superior and inferior cervical cardiac branches separate from the vagus nerve. Stimulation of either of these two branches during the lead test may cause bradycardia and/or asystole. No device malfunction suspected.